Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day after the initial implant, the right atrial (ra) lead was not capturing. Fluoroscopy confirmed that the ra lead had dislodged and fallen into the ventricle, requiring intervention. The lead was successfully repositioned and remains in use. No further patient complications have been reported as a result of this event.